Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(6)) on 26-feb-2020. The most recent information was received on 03-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of multiple episodes of pelvic pain ('I have period like cramps every single day of the month', 'pelvic pain on a daily basis') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced the first episode of pelvic pain (seriousness criterion medically significant), the second episode of pelvic pain ("I have period like cramps every single day of the month"), groin pain ("I have stabbing back in the lower groin area") and back pain ("lower back pain"). Essure (ess205) treatment was not changed. At the time of the report, the last episode of pelvic pain, groin pain and back pain outcome was unknown. The reporter considered back pain, groin pain, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain on a daily basis') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("I have period like cramps every single day of the month"), groin pain ("I have stabbing back in the lower groin area") and back pain ("lower back pain"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, groin pain and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, groin pain and pelvic pain to be related to essure (ess205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.